Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA) was performed. Pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device # 2 of 2: refer to MFR report 1627487-2014-26720. It was reported that the patient experienced burning at the ipg once while she was laying in bed. The patient was sent a replacement charging system; however, she has not tried the new charger as she is fearful of the burning returning. The patient prefers to wait until she is reimplanted with a new ipg. Surgical intervention is pending to address this issue. On 08/01/2012 st jude medical, neuromodulation div, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.